Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-06835. Ref MFR report: 1627487-2013-06836. Per the MFR's database the pt has been implanted with three scs ipgs. It is undetermined which one of the ipgs was replaced due to the battery being depleted. All possible devices are being reported. It was reported the pt's scs ipg was replaced due to a prematurely depleted battery. It was also reported the pt experienced an infection as a result of the ipg replacement surgery. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.